Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the reported failure. Failure analysis found the following: the endoscope was received with missing distal window resulting in fluid invasion and subsequent major damage optical components. Complete window is missing. Fragments of adhesive the distal window are missing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the endoscope had to image displayed in right eye. The procedure was completed with no reported injury.